Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported they hadn¿t used their implant for two months, and now that they were using it ¿nothing would work.¿ it was further reported the consumer was unable to communicate with the device using multiple external devices and they were unable to charge. The consumer was unwilling to troubleshooting so it was reviewed they may be in overdischarge. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.